Event description:
It is reported that the post operative films exhibit progressive radiolucencies around the femoral component. A revision surgery is scheduled.

Manufacturer narrative:
This report will be amended when out investigation is complete.